Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon attempted to pierce the cortices of a femur, which already had an lfn nail already implanted. At the time of this action, the tip of the drill bit broke. The fragment was left inside the bone. This did not delay the surgical time and the patient did not present any complications. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was undergoing osteosynthesis with a lateral femoral nail (lfn) for a femur diaphysis fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the returned drill bit was observed broken at its tip. The complaint is confirmed for the broken reported condition. The broken tip portion was not returned. The flute portion was found to be bent. Since no xray was provided, the complaint condition for embedded device cannot be confirmed. Drawing/document specification review: ¿ 3.2 mm 3-fluted drill with quick coupling drawing was reviewed. Dimensional inspection: dimensional analysis performed on the flute diameter at the broken site was measured and falls within the specification per relevant drawing. Conclusion: the overall complaint is confirmed. No definitive root cause could be determined from the available information. However, it is likely that any unintended excessive forces during usage could have contributed to complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.103, lot: l469614, manufacturing site: bettlach, release to warehouse date: 13.jul.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.